Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of complication of device removal ('told my husband after surgery that he wasn't sure he got everything during removal') and device breakage ('essure removal and he left behind fragments in them.') In a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced complication of device removal (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the complication of device removal and device breakage outcome was unknown. The reporter considered complication of device removal and device breakage to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report : medical device removal, device breakage quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-jun-2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('told my husband after surgery that he wasn't sure he got everything during removal') and device breakage ('essure removal and he left behind fragments in them.') In a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and device breakage outcome was unknown. The reporter considered device breakage and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report: medical device removal, device breakage. Incident - no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of complication of device removal ('told my husband after surgery that he wasn't sure he got everything during removal') and device breakage ('essure removal and he left behind fragments in them.') In a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced complication of device removal (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the complication of device removal and device breakage outcome was unknown. The reporter considered complication of device removal and device breakage to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report : medical device removal, device breakage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: this case reord is a duplicate to case (B)(4) to which all information was transferred. Then this record will be deleted incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.